Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side exchange from textured to smooth due to concern with the product, pain, and "encapsulated." Healthcare professional later reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, wear abrasion and yellow particles inner device. Leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no opening and no leak was observed in the device. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Patient reported right side exchange from textured to smooth due to concern with the product, pain, and "encapsulated." Healthcare professional later reported right side capsular contracture baker grade IV. The device has been explanted.